Manufacturer narrative:
The reported field event of an inability to secure the lead into the header was not confirmed in the laboratory. Upon receipt, the header bores were empty and contained no leads or portions of leads. Visual examination of the header and lead bores noted no anomalies. The bores were measured with pin gauges and were within specification.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead pin was broken after it was connected in the device header. The device was not used, and different one was implanted instead.